Manufacturer narrative:
Investigational summary: review of amplification curve screenshots provided by customer show multiple curves crossing two thresholds. Unable to decipher what each curve represents. Review of qc documents show that m124 lot #190790 performed as expected. Customer troubleshooting showed that their process buffer became contaminated and was the source of the false positives. No further investigation necessary.

Event description:
False positive: customer receiving all positive results when running lyra direct sars.